Manufacturer narrative:
(B)(4). Batch # m93h0l. The analysis results found that the sw110 cartridge (b) was received with the cartridge plate dislodged. Due to the condition of the cartridge, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scrub and the surgeon was unable to load onto suture assist two failed reloads. There were no patient consequences. It is unknown how the case was completed. There was no reported patient consequence.